Manufacturer narrative:
Testing was performed at alere on retained kit lot 160904 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160904 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 160904 showed that this was the first error, yielding a complaint rate of (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere was unable to determine the exact root cause of the reported issue.

Event description:
A (B)(6) result was reported on the alere determine¿ hiv-1/2 ag/ab combo test . There is insufficient information to determine if a malfunction occurred. The patient's gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(6), inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) to (B)(6) 2018 at alere (B)(4), inc. ((B)(4)).